Event description:
It was reported that during a da vinci surgical procedure a cable on the mega needle driver broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken cable; however for clarification, the nonconformance was a frayed grip cable. The frayed cable sections were in various lengths sticking out at the instruments wrist. The idler pulley exhibited rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.